Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. Restarting the system did not resolve this issue. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and the hard disks and also the installation of the windows os, firmware, and app software were done. The system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and hard drive disk. After replacement of the flexvision pc and hard drive disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code and component code were corrected.